Event description:
The user facility reported a 63-year-old female in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being placed on impella cp support, the patient had constant oozing at the impella insertion site. The bleeding was addressed by repositioning the sheath, placing a knee immobilizer, holding pressure at the site, and placing new sutures. The right groin was redressed, and the patient¿s pulses remained palpable. The patient was eventually weaned and the impella cp was explanted after it was discovered the impella cp was interacting with the papillary muscle.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿impella catheter in papillary muscle if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.